Event description:
Dialysis machine detected a blood leak which was visible in the dialysate compartment. Unable to return pts blood. Estimated blood loss 100-275cc. As verified with rn there were no adverse effects to the pt and no med intervention was required. MDR filed due to blood loss. Dialyzer was reprosessed 16 times and saved for eval.